Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92103160, implanted: (B)(6) 1993, product type: catheter. (B)(4).

Event description:
Information received from the consumer patient who was receiving morphine (concentration and dose were unknown). Indication for use was noted as non-malignant pain. It was noted that the patient was diagnosed with a staph infection. It was a sudden onset. The patient had gone to a wedding the day before and was fine. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug concentration/dose in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.